Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no specific event date was reported. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the stent was fully deployed; however, the stent was caught on the delivery system and ended up pulling it out. Another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
B1, b2 (outcomes attributed to adverse event), b5 and h1 have been updated with additional information received on april 03, 2019. B3: date of event was approximated to march 01, 2019 as no specific event date was reported. H6: problem code 1528 captures the reportable event of delivery system difficult to remove. Problem code 3009 captures the reportable event of stent positioning issue. H10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 08, 2019 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the stent was fully deployed; however, the stent was caught on the delivery system and ended up pulling it out. Another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on april 03, 2019. According to the complainant, the stent was moved out of place by the delivery system and was removed with forceps.